Event description:
It was reported that the patient underwent posterior fusion at s1 for failed fusion. During surgery, the screwdriver broke in the head of a screw. The doctor was unable to retrieve the broken piece and placed the rod over the broken piece. Reportedly, there were no additional patient complications.

Manufacturer narrative:
(B)(4). The driver has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records did not identify any applicable nonconformance to specification.

Manufacturer narrative:
Visually confirmed approximately ~3mm of both instrument tips have been broken off, consistent with interface during usage. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, with the tip just below the fracture surfaces plastically deformed. Additionally, the assembly attachment pin to the internal bushing has been broken, on one of the drivers.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.